Manufacturer narrative:
The investigational analysis has been completed. Investigation summary: the device was visually inspected and the pebax was found with discoloration in the pebax. Then, the deflection test was performed and the catheter failed. A failure analysis was performed and the catheter was dissected on the tip area, the t-bar was found slid down causing the improper deflection condition. Also, residues of polyurethane (pu) application was found at the t-bar anchored place which indicates a proper manufacturing assembly. Additionally, a scanning electron microscope (sem) testing was performed on the pebax area and the results showed evidence of mechanical damage, stress marks and a hole on the surface of the pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was confirmed. The root cause of the t-bar slippage cannot be determined. However, an internal corrective action has been opened to investigate this issue. The root cause of the pebax damage cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool® smart touch¿ electrophysiology catheter. During the procedure, the flex mechanism (puller wire) was broken when deflecting the curve. There was no patient injury reported. The deflection issue was assessed as not reportable. Since the catheter was unable to deflect or relax completely, the user will not be able to use the device and will have to replace it. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. The biosense webster failure analysis lab received the device for evaluation. During the scanning electron microscope (sem) assessment on august 22, 2018, it showed evidence of mechanical damage, stress marks and a hole on the surface of the pebax. The hole on the surface of the pebax was assessed as a reportable malfunction. The awareness date is august 22, 2018.